Event description:
It was reported by the caller, a clinical account specialist, that during a pfa case, towards the end of the case a pericardial effusion was discover using the ice catheter. Caller reported that the medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. The following bwi devices were in use: carto 3 system dispatch approved by (B)(4). If your complaint is related to carto 3 system, please provide the full software version number in use when reported event happened. Note: record question and answer in the event description section. The system is running version 8 but the full version is not available. Ablation system available: farapulse¿ pfa system (boston scientific) the xml files were in used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).